Event description:
Consumer complaint of erratic results. Per the caller, back to back test result range from 137 to 342mg/dl. Control result performed at the time of call was 77 mg/dl for a range of 28-58 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).